Event description:
Four incidents of tubing leaking under the roller clamp. One incident resulted in a chemo spill of cptii which was cleaned according to their hosp policy. There was no injury to the pt or to the staff.